Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp). Exact procedure date unknown. According to the complainant, during procedure the hydratome was coagulating instead of cutting. Additionally, no visible damage was noted to the hydratome. A plastic stent was placed for drainage as an alternative treatment. The procedure was not completed and a second endoscopic retrograde cholangiopancreatography (ercp) is being scheduled. It was noted that although the covidien generator was set to cut mode it remained on coag mode . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.